Event description:
The suspect device was used on a pt and the results were 10 and 13 mg/dl. The pt was treated to elevate their blood glucose. A retest was then performed on another device and the result was 596 mg/dl. A lab was drawn and the value was 325 mg/dl. Controls were in range. The device was replaced and requested to be returned for evaluation.